Event description:
Customer reports blood sugars on her advantage system that are erratic. The back to back comparison she gave was 61 mg/dl and 97 mg/dl within nine minutes. No controls were run. Requested return of suspect device and replacement was sent. No death or serious injury related to device noted.